Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the angle wire play, the electrical pin connector corroded, the lg connector corroded, the nozzle gluing missing, the bending rubber leak, the root brace rubber (insertion flexible tube) cut, the remote control buttons cut, the objective lens dirty, the ethylene oxide gas valve (eog) loose, the brand plate worn out, and the bending rubber gluing bubbling; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.